Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique, fever and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On an unreported date the patient experienced fever. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain. In (B)(6) 2011, the patient was hospitalized for the peritonitis. It was unknown if the patient was treated with antibiotic therapy. The patient recovered from the peritonitis. The outcome for the break in aseptic technique and fever was not reported and the patient was discharged on an unreported date. Dianeal pd2 therapy was ongoing. The nurse did not provide an assessment of causality for the events of peritonitis, fever and break in aseptic technique.